Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to reboot randomly or shortly after boot-up sequence. The system board microcontroller (u6) is failed to communicate with the set board. U6 microcontroller communication rx/tx functionality via pins 32 or 33 is potentially failed. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event

Event description:
The customer reported the device "keeps restarting." No consequences or impact to patient were reported.